Manufacturer narrative:
UDI number is not required for the reported device. (B)(4). The actual device along with an unused sample was returned to the manufacturing facility for evaluation. As reported, the actual device had a lost portion which was estimated approximately 6 mm long, while catheter torn was occurred approximately 18 mm away from the tip of hub. Microscopic observation of the cross sectional view shown damage was observed as inverted v-shape while the tip of the damage was stressed and stretched simultaneously. The unused sample had no tear or scratch observed. An in-depth observation of the catheter alone showed no irregular findings which could have contributed to potential scratch, uneven thickness or embedded bubble, were observed. The manufacture inspection record was traced back to the same lot. No defective properties were detected. There has been no similar events reported for the concerned lot by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: do not attempt to re-insert a partially or a completely withdrawn needle. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported catheter separation with the involved device during a procedure. Follow up communication with the user facility reported the following information: a nurse noted a sense of resistance during insertion and catheter was unable to be secured; after withdrawal of both inner-needle and catheter a second attempt was executed by using new product; the catheter placement was successful; when withdrawn catheter from first attempt was closely observed the nurse noted the shortened length of the catheter; the hospital facility reported event to terumo as "an incident"; (B)(6) article #45 which was published in 2014, requested to recall and to confirm how the product was being handled during the event; it was later stated possible movement of inner-needle during first insertion may have been done; and medical checkup of the patient is currently being monitored, as catheter fragment could have potentially remained in the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to make a correction to the expiration date initially reported, see section for corrected date. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.